Manufacturer narrative:
The materials and passivation requirements for the gcp227 are in-line with all reusable stainless steel instruments and should not result in any corrosion under normal usage. Grade 455 stainless steels is a common material for medical devices because it offers simplicity of heat treatment, ease of fabrication, high strength and corrosion resistance in relatively equal combination. Passivation per astm a967 is also required per the drawing; this process cleans stainless steel parts and provides addl. Corrosion resistance. All required material certifications and passivation records document the instruments were properly mfd and handled. These instruments were mfd in feb 2014 and have been in distribution since that time. This is the only facility having issues with device corrosion.

Event description:
Corrosion was noticed on a reusable stainless steel instrument that had been cleaned and sterilized prior to use.